Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu,) states: perform a femoral angiogram to verify the location of the puncture site. The proglide device was not flushed prior to use. The eifu, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, the eifu deviations likely did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier: failure to follow steps / instructions / incorrect prep.

Event description:
It was reported that this was a arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Initial flushing of the marker lumen with saline prior to use was not performed. No femoral imaging was performed. Reportedly, no blood backflow was observed after the first proglide device was delivered into the vessel. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.